Event description:
The respirator is set to 12 cm h20 but the bar graph shows 1-2 cm h20. The return from pt is none or very low (1-2 lit). The respirator gives neither gas to the pt nor holds the set peep. After a while the respiratory starts giving 12 cm h20 to the pt again. This was repeated several times. The respirator was replaced. There was no pt injury. The machine was sent to mta (medical technical dept).